Event description:
It was reported that a percutaneous interventional procedure, stenting of the left anterior descending artery (lad) was performed. During the procedure, the pt received heparin and integrilin, doses unknown, with an activated clotting time (act) target of under 300. After a femoral angiogram, an angio-seal was deployed. The deployment was uneventful. A few hours later, the pt became hypotensive with a hemaglobin drop to 5. A retroperitoneal hematoma was diagnosed. The pt refused blood transfusions due to religious beliefs. The pt returned to the cath lab where arterial access was gained via the opposite groin and identified the bleeding source to be from the prior arteriotomy. A balloon inflation at the site temporarily stopped the bleeding. The pt subsequently died. The physician stated a transfusion would have prevented the death.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the retroperitoneal hematoma could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU precautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.